Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy at pod activation as intended.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. Device data shows that the first priming sequence ended at 48 pulses and deactivation occurred at 58 pulses. The firing flat was in the expected vertical position for deployment. Timeouts and drive stall were observed in device data. The device was reset, paired to the master pdm, and programmed to deliver a 5-unit bolus. The timeouts and drive stall were not replicated during the rerun. The exact cause of the timeouts and drive stall could not be determined. The needle mechanism was reset and fired properly during the investigation with no issue. While high pulse width and drive stall would prevent the device from deploying, because the device was received deployed and was deactivated after completing second prime, this cannot be conclusively determined as the cause of the reported event.